Event description:
It was observed during the device evaluation, the charge-coupled device unit of the gastrointestinal videoscope was damaged, which caused the zoom to be abnormal. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be established. It was probable that the following could have contributed to the zoom malfunction: the zoom unit mounted on the distal end of the scope was damaged due to external stress such as bumping or dropping, or the zoom lens frame became tilted, preventing the lens from sliding. The zoom wire deteriorated or became damaged (frayed) due to repeated operation of the zoom lever. The internal focus pipe was broken due to repeated bending or excessive bending of the insertion part (under the o-ring) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.